Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) evaluated the device and confirmed that unit had a damaged speaker. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after the brt replaced the speaker. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that there was no sound coming from the x2. The device was not in use on a patient at the time of the event, so there was no patient involvement.